Event description:
It was reported that the user experienced an urgent low blood glucose while using a dexcom g6 with an ilet pump, with glucometer confirmation of 40 mg/dl and a lowest value of 39 mg/dl, lasting about 40 minutes; the user treated the event with multiple servings of cranberry juice and honey and believed not eating was the likely reason, while device-related details were limited. Symptoms included hypoglycemia with confusion/disorientation, dizziness, sweating, and shaking. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.